Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter did not cut. Aspiration condition is unknown. Patient outcome is unknown.

Event description:
Additional information received clarified that cutter issue was due to the defective valve in an ophthalmic operating console during a vitrectomy surgery. The surgery was completed without any harm to the patient.

Manufacturer narrative:
Additional information is provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two opened probes were received, one with a tip protector, in a tray along with other items, for the report of does not cut. Sample #1 was visually inspected and found to be non-conforming with dried white foreign material on the port face and needle and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and non-conforming for actuation. Sample #1 was then disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder / retainer assembly was then disassembled and components inspected. All components were observed to be conforming. Sample #2 was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and non-conforming for actuation. Sample #2 was then disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder / retainer assembly was then disassembled and components inspected. All components were observed to be conforming. Photos of pak labels provided by the customer have been reviewed by the manufacturing site. There are two pak labels and the product and lot information on both labels matches what was reported. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that either of the returned probe samples had a cut failure. The evaluation indicated that both probes had an actuation failure. The cut functionality of the probes was conforming, however, the observed actuation failures could have caused the probes to not cut at the time the reported event was observed. The exact cause of the actuation failures cannot be determined from the evaluation performed. The reported cut failure was not confirmed on either returned probe and the exact root cause of the actuation failures could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).